Event description:
It was reported that during a generator replacement, a lead discontinuity was observed and the lead was replaced as well. The representative in the country stated that the lead and generator are not available for return at this time. Neither generator nor lead has been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data (include dates)" corrected data: the initial report inadvertently left out the following system diagnostic information: (B)(6) 2018 (system diagnostics): lead impedance - high / impedance value - >10000 ohms (B)(4).

Event description:
It was clarified that when reporting a lead discontinuity was seen, it was meant that high impedance was seen, not a lead fracture. During replacement, the old generator could not be interrogated likely due to battery depletion. Therefore high impedance was identified once the new generator was connected to the old lead. The pin was re-inserted, but this did not resolve the issue. No additional relevant information has been received to date.